Manufacturer narrative:
The impella device was received 01/02/2024, an evaluation of the device was will be performed. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella support when the automated impella controller (aic) experienced the purge disc was not detected on the aic. The aic was replaced.

Manufacturer narrative:
The investigation for the reported console purge issue has been completed. The console and data logs were returned for evaluation. The logs were reviewed finding that the only purge disc not detection alarm was detected several days after the reported event. The console was visually inspected for defected finding the purge retainer was completely broken off. Despite what the clinical staff reported, there were no issues detecting the purge cassette. Suspect that the clinical staff realized that the retainer was broken the day before the reported occurrence date (12/21/23) and meant to report that the purge disc could not be detected due to the broken retainer. Therefore, the root cause of the issue was a broken purge retainer.